Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that buttons on insulin pump was unresponsive. Customer¿s blood glucose was unknown. Customer stated that there was intermittent or frequently no response by all button press. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and self test. No keypad anomalies noted during testing. Keypad unresponsive/button error alarm not confirmed.